Event description:
It was reported that the pt no longer has any hearing sensations with his vibrant soundbridge. The audio processor was tested and found to work correctly. An rft-testing carried out with an increasing sweep showed a quite weak signal, which could also be heard outside weekly.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.